Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va28axg, implanted: (B)(6) 2020, explanted: (B)(6)2021, product type lead h3: analysis of the lead (lot number: va28axg) found no anomaly. A photograph of the lead did not show any visible lead issues. Continuity and shorts testing were within normal limits on the returned lead. Circuit 0 had a resistance of 86.5 ohms, circuit 1 tested at 87.4 ohms, circuit 2 tested at 88.2 ohms, and circuit 3 tested at 86.1 ohms. All shorts testing showed infinite resistances measured (no shorts observed). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va28axg serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va28axg, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim nd gastrointestinal/pelvic floor therapy. It was reported that on or around (B)(6) 2021 the patient noticed an increase in urgency, frequency, and urge incontinence. They stated this started after a trip to (B)(6). They tried adjusting the stimulator but up to 8.5 volts on every program didn¿t feel the stimulation. Even though they had an increase in urgency, frequency, and urge incontinence, they stated that it wasn¿t as bad as pre- implantation until they had turned the stimulation down to 0.1 volts after their last urologist visit. They stated the stimulation had been on configuration 7 at 0.1 volts since that visit to their urologist on (B)(6) 2021. On (B)(6) 2021, the urology nurse checked impedance, which were with in normal limits, and checked each program for sensation up to 8.5 volts. The stimulation could not be felt on any program at any strength. It was decided by the patient and physician that the patient would under go lead replacement. On (B)(6) 2021, the rep met with the patient at the surgery center, and once again check the impedance. The impedance was within normal limits. The rep turned the stimulation up on each program to 8.5 volts and the patient had no sensory perception of the stimulation. The lead was replaced and relocated to left s3 or right s3, and connected to the existing battery. The stimulation was increased post op on configuration 3 where it was felt in the perineal area at 2.8 volts. The only event that the patient contributed the changes to was that the situation took place around the same time as a trip to (B)(6). The issue was resolved at the time of the report.